Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was evaluated in the emergency room due to inappropriate therapy delivered by this device. Upon review, out of range shock impedance measurements were also noted on this right ventricular (rv) lead. No additional adverse patient effects were reported. At this time, this device system remains in service.